Event description:
It was reported "inserted iab, soon after insertion iabp alarmed, trouble shooting was done, but machine alarmed with message helium leak/fluid in line. Another iabp was connected and same alarms persisted with trouble shooting form pt to iabp unit. [The user] changed the iab cath with helium line and worked perfect without alarms. Patient [is] stable in ICU off the iabp". No patient injury or consequence reported. The second iab catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Manufacturer narrative:
(B)(4)

Event description:
It was reported "inserted iab, soon after insertion iabp alarmed, trouble shooting was done, but machine alarmed with message helium leak/fluid in line. Another iabp was connected and same alarms persisted with trouble shooting form pt to iabp unit. [The user] changed the iab cath with helium line and worked perfect without alarms. Patient [is] stable in ICU off the iabp". No patient injury or consequence reported. The second iab catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Upon further inspection, the distal end of the bladder was noted no longer attached to the iabc distal tip. A kink to the iabc central lumen was noted at approximately 11.8cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 65cm from the iabc distal tip. Spots of dried blood were noted on the exterior sur-faces of the returned sample. No blood was noted within the helium pathway. The sample was likely cleaned prior to the return. No other damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0063in-0.0067in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris was noted. Upon further investi gation, the iabc distal tip was still fully intact with the central lumen; no tearing was noted to the bladder material. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the distal tip of the bladder membrane. The leak was consistent with the previously confirmed distal end of the bladder not attached to the iabc distal tip. The iabc was leak tested again, with the distal tip of the bladder clamped off, and no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 11.6cm from the iabc distal tip, which is the location of the previously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 11.5cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire could not advance at approximately 65.2cm from the iabc luer, which is the location of the previously noted kink. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "machine alarmed with message helium leak/fluid in line" is confirmed. During the visual inspection, the distal end of the bladder was no longer attached to the iabc distal tip. A leak was noted from the distal end of the intra-aortic balloon catheter (iabc) bladder membrane during the functional testing. The damaged bladder could cause the helium loss alarm and could allow the blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder not attached to the distal tip. The probable root cause of the complaint is manufacturing related. A non-conformance has been initiated to further investigate the issue.

Event description:
It was reported "inserted iab, soon after insertion iabp alarmed, trouble shooting was done, but machine alarmed with message helium leak/fluid in line. Another iabp was connected and same alarms persisted with trouble shooting form pt to iabp unit. [The user] changed the iab cath with helium line and worked perfect without alarms. Patient [is] stable in ICU off the iabp". No patient injury or consequence reported. The second iab catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".